Event description:
Following a diagnostic procedure on 01/14/1998 an angio-seal device was placed. Slight oozing was controlled with digital pressure, both at the time of deployment and after the suture was cut. Prior to case the pt had 3+ pulse; post procedure pulses were faint and the pt complained of numbness and tingling. The pt rec'd a heparin bolus of 7000 units and was started on a heparin drip at 1200 units/per hr at 1030. At 1330 pulses were again strong and the pt was feeling fine. On 01/15/1998 the pt was discharged home, however her pulses were weaker. Pt reported intermittent numbness and pain on 01/17/ and 01/19/1998. On 01/22/1998 the pt was seen, she had no palpable pulses and her legs were "whitish". An ultrasound was obtained revealing obstructed flow. She was started on urokinase. She had an angiogram on 01/23/1998 which revealed a clot in the common femoral artery and superficial femoral artery. The pt was taken to surgery on 01/23/1998 where the thrombus, collagen, and suture were removed. A vein patch was done. Follow-up on 01/28/1998 indicated the pt was still hospitalized. She was stable and her distal pulsed had returned to their pre-procedure status.